Event description:
Hcp reported pt presented with signs of an infection at the genertor pocket. These include redness, swollen pocket, fever, and discharge. The pt was treated with total system explant 2004 and returned to the MFR for analysis.